Manufacturer narrative:
Analysis of programming history.

Event description:
Upon review of the manufacturer's programming history database, it was found that a faulted system diagnostic test occurred on (B)(6) 2005 which resulted in the patient's settings being changed to unintended parameters. The patient left programmed to unintended settings, and upon initial interrogation at the next appointment on (B)(6) 2005, the device was still at these settings. The patient was subsequently re-programmed to intended settings at this visit. Manufacturer labeling recommends to perform final interrogations prior to the patient leaving the clinic to identify and correct such programming anomalies.